Event description:
It was reported that the device was explanted due to early battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was explanted due to early battery depletion. No patient complications have seen reported as a result of this event. In addition, there were increased pacing thresholds which led to the explant of the lead. It was noted that the helix could not be extended or retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B) (4) the full lead was returned and analyzed. The distal conductor was distorted in the connector. All the conductors were distorted and all the insulators were cut 31 cm distally. A cut extending through the outer insulation was noted 32 cm medially. The helix was distorted/bent

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.